Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of zelante thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector. With female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4)

Event description:
It was reported an error code occurred during aspiration. An angiojet® zelantedvt¿ thrombectomy catheter was selected for use and primed successfully. The catheter was inserted into the patient and aspiration was started when the system started giving several errors. The first one was to check the saline supply, the second one said to remove the catheter and reprime. The third time was to use a new catheter. The catheter was removed from the patient and a new one was inserted. It was noticed some saline had leaked around the pump. No patient complications were noted and the patient status was stable.

Manufacturer narrative:
Patient age at time of event: over 18. (B)(4).

Event description:
It was reported an error code occurred during aspiration. An angiojet® zelantedvt¿ thrombectomy catheter was selected for use and primed successfully. The catheter was inserted into the patient and aspiration was started when the system started giving several errors. The first one was to check the saline supply, the second one said to remove the catheter and reprime. The third time was to use a new catheter. The catheter was removed from the patient and a new one was inserted. It was noticed some saline had leaked around the pump. No patient complications were noted and the patient status was stable.